Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: lot# 17058548-0604 h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14, d12 product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (17058548-0604) were not returned for evaluation. The reported low flow/power event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows beginning on (B)(6) 2021, followed by a sudden decrease in parameters on (B)(6) 2021 leading to parameters below the normal operating range, and 19 low flow alarms logged on (B)(6) 2021. Information provided by the site indicated that an occlusion of the inflow cannula or outflow graft was suspected. The patient started vomiting and had some swelling in the face, elevated white blood cells, and supratherapeutic anticoagulation, and was admitted to the critical care unit for bilevel positive airway pressure (bipap) and a small dose of norepinephrine, as well as intravenous fluids. Two days later, the patient had a stroke and was nonverbal and not following commands; a computerized tomography (CT) scan of the patient's head showed an acute bilateral occipital lobe infarct with questionable left occipital lobe hemorrhagic conversion, posterior reversible encephalopathy syndrome, and left frontal subarachnoid hemorrhage. The CT also confirmed a partially occlusive thrombus in the outflow graft with a possible 80% vad thrombus. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow/power event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the outflow graft was stented.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump (B)(6) and the associated outflow graft (17058548-0604) were not returned for evaluation. The reported low flow/power event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows beginning on 13/sep/2021, followed by a sudden decrease in parameters on 25/sep/2021 leading to parameters below the normal operating range, and 19 low flow alarms logged on 25/sep/2021. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow/power event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2022 / lot #: 17058548-0604 , UDI #: (B)(4) ,device available for evaluation: no, mfg date: 01-oct-2017, labeled for single use: yes, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to emergency room (ER) for a suspected ventricular assist device (vad) inflow cannula or outflow graft occlusion. Low flow alarms and below normal power consumption. The patient started vomiting and had some swelling in the face, elevated white blood cells, and supratherapeutic anticoagulation. The patient was admitted to the critical care unit for bilevel positive airway pressure (bipap) and a small dose of norepinephrine. A transthoracic echocardiogram was performed and looked the same as before; ejection fraction had recovered to 55%, some right ventricular dysfunction was apparent, but nothing worse. Blood pressure was indicated to be stable and the patient received one liter of intravenous fluids and was monitored. Two days later the vad parameters had returned to normal, however the patient had a stroke and experienced mental status changes with being nonverbal and not following commands. A computerized tomography (CT) scan of the patient's head showed an acute bilateral occipital lobe infarct with questionable left occipital lobe hemorrhagic conversion, posterior reversible encephalopathy syndrome, and left frontal subarachnoid hemorrhage. CT also confirmed a partially occlusive thrombus in the outflow graft with a possible 80% vad thrombus. The patient¿s anticoagulation was still supratherapeutic and coumadin was held. The patient's anticoagulation returned to therapeutic range and the patient was alert and oriented. No intervention or treatment was done, no residual symptoms were evident, and the patient was placed on room air. The site had not decided on a graft repair for the occlusion as they wanted to monitor patient¿s mental status. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.